Event description:
It has been reported to philips that the healthcare professional tried to use the system and it has error message "fluroscopy failed," won't emit x-rays at all. They have restarted the system but still same issue. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿s fluoroscopy failed¿. Upon investigation, fse confirmed that the issue was with fdcsib which caused malfunction of system due to which fluoroscopy was not happening. Fse replaced the image fdcsib and updated the pdu version firmware, the system was returned to use in good working order. Codes were updated based on the investigation outcome.